Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning. As no further investigation was able to be performed no change in harm was identified.

Event description:
On 12/16/2021, it was reported by a sales representative via email that an ar-3638 fibertak was inserted through the 30 guide into a 1.9mm drill hole in standard fashion. The anchor was set and the guide was removed. Once the guide was removed, surgeon and sales representative noticed an irregularity in the blue and white repair suture just above the bone. Right above the drill hole the suture was abnormally bulky and there was a small hole that usually is not there. It was decided that since the anchor was already inserted the technique should be completed. Surgeon attempted to shuttle the repair stitch through the knotless mechanism with no luck. The repair stitch would not advance through the anchor. Surgeon pulled the black and white shuttle stitch until it eventually broke. The suture was removed and the anchor was replaced with an ar-1938bc suturetak. The rest of the repair was completed successfully with an ar-3638 fibertak from same lot number of the same box as the defective implant. This was discovered during arthroscopic anterior labral repair procedure on (B)(6) 2021.